Event description:
It was reported that prior to surgery it was observed that the "bearings are heating up" on the attachment device. There was no delay in surgery as an identical spare device was available for use. No injuries, medical intervention or prolonged hospitalization was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. Functional testing was revealed that the device failed the cutter insertion acceptance test. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.